Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, pn unknown ln unknown; unknown stem, pn unknown ln unknown; unknown liner, pn unknown ln unknown. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient was revised due to stiffness. During the procedure the joint was found to have developed adverse reaction to metal debris (armd) which was confirmed by intraoperative pathology samples. These samples revealed necrotic granulomatous and trunnionosis that was identified by visible thick black debris on the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.